Manufacturer narrative:
Concomitant medical product: model: d314trg, cardiac resynchronization, therapy defibrillator (crt-d); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high/undefined superior vena cava (svc) de fibrillation coil impedance. It was also noted that the rv defibrillation coil impedance "jumped" at the same time as the svc coil impedance alert. A lead fracture of the svc coil is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.